Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the device could not be interrogated back in (B)(6) 2016 as well as now at the clinic and that there was no telemetry, no pacing, and no tones. Two different programmers had been tried plus wired and wireless telemetry was tried. It was noted that (B)(6) 2016 the battery voltage was 2.88 volts which would have an estimated longevity of 19 to 22 months. Premature battery depletion was suspected. The patient indicated that they want the device out and does not want a new device implanted due to having therapeutic shocks before. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.